Event description:
User alleges that this unit was setup by anesthesia, and the comment was that the set was not easy to mount. (Possible dry o'rings). The unit was used by ICU when it was delivered back to anesthesia, they discovered blood in the tank. No patient injury.

Manufacturer narrative:
Evaluation - waiting for return of disposable for evaluation. Upon completion of our investigation a follow up report will be filed.